Event description:
The patient will be revised due to anomalies caused by mom on (B)(6) 2014. Doi - (B)(6) 2010. The sample is unable to return since revision will be conducted on (B)(6) 2014 and all implants are still inside of patient¿s body.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. Per wi-3430, a review of the device history records for the metal insert provided product and lot combination is no longer required. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. X-rays were obtained and reviewed by engineering. X-rays were received and reviewed with no findings. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.